Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited noise oversensing that caused pacing inhibition. The physician cancelled to cap the ra lead in the middle of procedure on (B)(6) 2022 due to patient vein was occluded. The ra lead continued to be monitored. The patient was stable throughout the procedure.